Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper installment. This is confirmed as the cause of the needle failing to retract. The hard cannula was not retracted. Therefore the hard cannula was still present in the skin of the customer causing the reported pain during use. During the investigation it was noted that the external portion of the soft cannula was damaged. A tear was found from with fluid was observed exiting trough. It could not conclusive me determined when the damaged occurred towards the soft cannula. However it could be concluded that the observed damage did not cause the reported symptom codes.

Event description:
The patient reported pain during pod activation. It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was worn for between 5 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.